Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect due to the customer accidentally changing the year to 2019 rather than 2020. There was no reported impact to the customer's blood glucose. The customer corrected the pump date and resumed insulin therapy.